Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) implanted with this right ventricular (rv) lead is in magnetic resonance imaging (MRI) protection mode and the rv lead shows pacing impedance greater than 3000 ohms and mechanical noise non-sustained ventricular tachycardia (nsvt) episodes on the rv electrogram (egm). The health care professional (hcp) decided to program the MRI protection mode so that brady mode was voo and the tachy mode was off. The hcp also turned off the MRI protection mode time-out. The patient self-discharged with the device still in MRI protection mode and technical services (ts) mentioned the device will stay in this mode until interrogated. In addition, long term MRI mode usage presents a risk of the device battery going to end of life (eol). The hcp is attempting to contact the patient to readmit them and replace the rv lead. The rv lead remains in service at this time. No additional adverse patient effects were reported.